Manufacturer narrative:
No additional comments.

Event description:
Patient explained that he was driving on a bridge and was not feeling too well. He said that he was not breathing well with his poc, so he pulled over and call 911. He was transported to the hospital where he stayed for 4 days. He said that they gave him supplemental oxygen, breathing treatments, and steroids. A patient called in to report that their portable oxygen concentrator (poc) was not functioning properly. Due to the patient's current hospitalization in the emergency room, no troubleshooting could be performed, and there was no one available to assist. A replacement device was approved and tagged for pre-shipment under nda. The patient called in to report that their portable oxygen concentrator (poc) was not functioning properly. Due to the patient's current hospitalization in the emergency room, no troubleshooting could be performed, and there was no one available to assist.